Event description:
It was reported that this pacemaker was interrogated and discovered to be in safety mode. A revision procedure will be planned, and the pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. Visual inspection of the device header and can noted no anomalies. The pacemaker was interrogated with a programmed and confirmed to be operating in safety mode. Review of device memory noted three class system faults were declared within 48 hours of each other. The pacemaker went into safety mode on (B)(6) 2024 due to the faults, which coincided with telemetry. The device case was cut open, and the battery was removed and forwarded for further testing, which found a non-depleted functional cell with no battery-related anomaly.

Event description:
It was reported that this pacemaker was interrogated and discovered to be in safety mode. A revision procedure will be planned, and the pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.